Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose and sensor glucose had great variances. Customer mentioned to have high and low blood glucose issues. Customer's high blood glucose could go up to over 400 mg/dl then blood glucose could drop low to 42 mg/dl. After troubleshooting, customer will not be returning the device for analysis.